Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported during the patient's scs ipg/scs lead revision procedure (reference MFR. Report:1627487-2015-03184), after the replacement extension was implanted, diagnostics revealed invalid impedances. As a result, the physician disconnected the extension from the two quattrode leads and impedances were within normal range. The replacement extension was connected again and invalid impedances returned. Hence, the extension was exchanged for another which resolved the issue. Concomitant product(s): the implant dates for the devices below are unknown: model 3186, scs lead. Model 3146(2), scs lead.